Event description:
Associated medwatch-reports: 9610612-2021-00414 ((B)(4) + fw953r). 9610612-2021-00415 ((B)(4) + fw954r).

Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of both spacers. The fw954r is bent sidewards at the 11° end. The 6° end is in a proper condition and according to the specification. The fw953r is twisted axially slightly at the 11° end. The 6° end is in a proper condition and according to the specification. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 6(10) x probability of occurrence 2(10) according to din en iso 14971 is still acceptable. Explanation and rationale: the most probable root cause for the deformations may be excessive force during usage. Conclusion and measures / preventive measures: based upon the investigation results, a clear conclusion cannot be determined. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fw953r - activ l spacer f/h12mm. According to the complaint description, the shaft of the device bent during surgery. Surgeon used the spacers to attempt to open the disc space. The shaft of the product bent due to the forces applied. There was no described patient harm. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00415 (400513038 + fw954r).